Event description:
Per the audiologist, results of an integrity test done in 2008 showed the device was not functioning. An x-ray was recommended. No further information was provided at the date of this report, the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.